Event description:
Boston scientific received information that the patient with this device had a procedure during which a magnet was used over the device. When the magnet was removed, beeping still occurred. The device was interrogated and a yellow warning screen was present. The message asked a magnet was on the device. The local boston scientific field representative turned off enable magnet use to restore therapy availability. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that daily measurements had been missing from the patient's latitude transmission for greater than one year. Boston scientific technical services (ts) discussed that since the device had exhibited a stuck magnet switch in the past, it was likely that the dailies were missing as a result. The daily measurements would have had to have been toggled back on at the time and they had not been. Ts suggested that if the health care provider wanted daily measurements to start again, they would have to re-enable them by toggling patient triggered monitor on/off. The health care professional (hcp) was to discuss with their physician. There were no adverse patient effects reported. The device remains in service.